Event description:
Date (B)(6) 2013: they place the tiger probe. Date (B)(6) 2013: patient's health degradation, the realized on an abdominal scan which showed a migration of the probe in "d3" with small intestine perforation (peritonitis). Patient had an emergency surgery, by laparotomy: stitches, anastomosis, peritoneal lavage. They threw the device away. As per complaint form: "migration of probe 'd3' with small intestine perforation (peritonitis). On (B)(6): tiger2 is inserted, with x-rays at each step: good progression and good positioning. When final position is obtained, final x-rays and abdominal scanner: all is ok. On (B)(6): septic shock due to acute pneumopathy; clinical auscultation, abdominal scan, nose marking confirmed. On (B)(6): intra-abdominal pressure increase. Post incident analysis: there was already peritonitis clews shown in the x-rays/ scanner (B)(6), the device had already moved. Between (B)(6), patient health improved, but no feces. (B)(6): patient health decline, tiger2 removed after x-rays and abdominal scanner, surgery (laparotomy, lavage, drainage)".

Manufacturer narrative:
(B)(4) - no consequences to patient were noted. (B)(4) - migration is not labeled in the IFU. Event evaluation: still under investigation.